Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: following insertion, the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and neuromuscular problems. (B)(4) ¿ urinary/bowel problems; undefined recurrence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): reason for surgery: pop with cystocele, cystourethrocele, uterine prolapsed, enterocele. Concurrent procedures: anterior/posterior repair, urethropexy with suburethral sling. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.